Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a knee arthroplasty, the screw holes of the articular surface would not line up and another implant had to be used.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.